Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to the lid reed switch remaining in a shorted position when the device lid is opened. This caused the device to appear as if it is not completing the boot up cycle and no voice prompts would sound. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
It was reported to physio-control that the customer's device could not be powered on. During device evaluation, physio observed that the device did not have any voice prompts. The device would not complete a boot cycle and would power off within a few seconds after being powered on. There was no patient use associated with the reported issue.